Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call customer hospitalization due to high blood glucose levels. Customer's blood glucose was 434 mg/dl. Customer was experiencing abdominal pain and frequently going to the restroom. Troubleshooting for high blood glucose levels was performed. Customer's mother changed out the infusion set stating there was a large air bubble not flushing out during troubleshooting. Customer advised they will call back and perform high pressure test once they receive the tubing clamp. Customer's parents were advised to monitor the insulin pump and call back if customer's blood glucose continues to be high.